Manufacturer narrative:
This report is submitted september 17, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and headaches at the implant site. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is scheduled but has not taken place as of the date of this report. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
This report is filed on february 26, 2019.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery. This report is filed on december 11, 2018.